Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the adverse events of syncope and missed pd therapy, characterized by generalized weakness, hyperkalemia, hyponatremia and dyspnea. The cause of the missed pd therapy was a reported ¿orange light¿ alarm on the liberty select cycler, which caused the patient to discontinue its use. Following discontinuation of ccpd therapy, the patient failed to perform manual pd therapy to complete treatment. The etiology of the patient¿s syncope is believed to be cardiac in nature, and prescription changes were instituted to address the problem. Based on the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the event. Due to the lack of treatment records, the nephrologist¿s request for cycler replacement and the lack of a manufacturer evaluation of the suspect device, there is insufficient evidence to disassociate the liberty select cycler from the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt), experienced an orange light (3 times) during ccpd therapy (specifics not provided), and discontinued utilizing the liberty select cycler. The patient did not report the event and failed to perform continuous ambulatory peritoneal dialysis (capd) as a replacement. Subsequently the patient was hospitalized on (B)(6) 2020 for an elevated potassium (hyperkalemia). The discharge summary was received on (B)(6) 2020, and confirmed the patient was hospitalized on (B)(6) 2020 through (B)(6) 2020 for generalized weakness, syncope, hyperkalemia, hyponatremia, shortness of breath (dyspnea) and missed pd therapy. Although the specifics provided in the discharge summary are minimal, it appears the patient continued/resumed ccpd therapy while hospitalized, and her hyperkalemia, hyponatremia and dyspnea were resolved. A replacement liberty select cycler was requested by the nephrologist, and the patient resumed ccpd therapy at home following discharge. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient has recovered from the events. While hospitalized the patient admitted to falling approximately one week prior (specifics not provided), which was evaluated as a possible cause of the patient¿s syncope. However, after evaluation, the etiology of the patient¿s syncope was felt to be cardiac. The patient¿s metoprolol dosage was increased, and the patient was prescribed a magnesium supplement.

Manufacturer narrative:
Correction: h10 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The simulated treatment pre-ast 15-minute 1000 ml test passed. They cycler underwent and passed a system air leak test and valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. A device history review, a vacuum leak was encountered on the production floor; issue resolved by replacing diaphragms. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The simulated treatment pre-ast 15-minute 1000 ml test passed. They cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. A device history review, a vacuum leak was encountered on the production floor; issue resolved by replacing diaphragms. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.